Event description:
Related manufacturer report number:3006705815-2024-01417. It was reported that the patient was experiencing inadequate therapeutic relief due to high impedances on their scs leads. It was noted that the impedances were preventing the patient from entering MRI mode. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the leads were explanted and replaced.